Event description:
A motor movement error was detected, indicated by a malfunction alarm code malf 9. There was no adverse impact to the customer's blood glucose level. The technical support team assisted the customer in resetting the pump, which resolved the issue, and the malfunction did not recur. The customer was instructed to continue using the pump and to reach out if the issue happened again, and they understood and acknowledged this guidance.